Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure lens optic broken/cracked/split/torn. There was patient contact. The procedure was completed on same day.

Event description:
Additional information received stating that haptic was broken. Lens was inserted and removed, there was no patient harm.

Manufacturer narrative:
Additional information was provided in a1, b5, d10, e4 and h.6. The manufacturer internal reference number is: (B)(4).